Event description:
Boston scientific received info that this pt was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. The pt's axillary and xyphoid incisions did not heal properly. There was evidence of oozing from the electrode incision with no erosion. The pt was treated with intravenous antibiotics. The pt was on dialysis and developed c-difficile. The recently implanted s-ICD device/electrode system and chronic transvenous pacemaker/lead system were explanted without incident.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.